Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 629140) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, uterine enlargement and uterine bleeding. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), uterine prolapse ("reproductive system disorder or condition type of disorder or condition uterine prolapse"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and metrorrhagia ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (transvaginal hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, nausea, dysmenorrhoea and dyspareunia had resolved and the metrorrhagia and uterine prolapse outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, nausea, pelvic pain, uterine prolapse and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: my tubes were blocked, my tubes were blocked. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New events: pelvic pain, vaginal bleeding, uterine prolapse, nausea, dysmenorrhea, dyspareunia were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 629140) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, uterine enlargement and uterine bleeding. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), uterine prolapse ("reproductive system disorder or condition type of disorder or condition uterine prolapse"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and metrorrhagia ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (transvaginal hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, nausea, dysmenorrhoea and dyspareunia had resolved and the metrorrhagia and uterine prolapse outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, nausea, pelvic pain, uterine prolapse and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: my tubes were blocked, my tubes were blocked. Lot number: 629140, manufacturing date: 2009-01, expiration date: 2012-01. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.